Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during basal and bolus delivery the customer's blood glucose (bg) level was 319 mg/dl. The cartridge, infusion tubing and site were changed. A correction bolus was to be used to address the bg level. As the supplies were changed prior to contacting tandem customer technical support (cts), troubleshooting to determine a possible cause was unable to be determined. Cts performed a system check on the current supplies and they were found to be functioning as expected.